Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). It was noted that this patient incontinence started 6 months ago. The aus 4.5 cm cuff was explanted and a new 4.0 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated to reflect patient outcome.

Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus). It was noted that this patient incontinence started 6 months ago. The aus 4.5 cm cuff was explanted and a new 4.0 cm cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received describing the status of the patient after the surgery as healthy.